Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found in the gel of 3 of the bd vacutainer sst blood collection tubes before use, while 50 of the tubes had embedded foreign matter found in them.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for fm and embedded fm with the incident lot was observed. Additionally, evaluation the customer samples was performed and fm and embedded fm was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating for fm through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for fm and embedded fm with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and fm and embedded fm was observed. Further investigation activities for the fm defect have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to fm. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. The embedded fm in the tube most likely occurred during the injection molding start-up process, with inadequate purging of the line occurring. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Event description:
It was reported that black foreign matter was found in the gel of 3 of the bd vacutainer® sst¿ blood collection tubes before use, while 50 of the tubes had embedded foreign matter found in them.